Manufacturer narrative:
Clinical representative had met with the patient approximately a month earlier, and did not report any issues. The implanting clinician informed the clinical representative that patient complained of site redness, tenderness, and warmth. Patient informed the implanting clinician that the issue stared about one to two weeks prior to (B)(6), 2020, and been getting worse. The implanting clinician stated that the patient had a knee replacement and if the infection worsened or went deeper, patient would require intense surgery to remove all infected hardware. Implanting clinician made the decision to explant the stimulator. On (B)(6), 2020, clinical representative spoke with the implanting clinician and discovered the cultures from the pocket site tested positive for citrobacter. Implanting clinician believes the patient scratched her incision site, contaminating the site with the infection. Implanting clinician stated the stimulators did not test positive for bacterial growth. Infection is known adverse event for peripheral nerve stimulator and the pns system that is reduced as far as possible in the product's risk management file. Through a review of sterilization and packaging records for the respective product lots, stimwave has confirmed that the product was delivered sterile, no trend of infection is evident for lot swo190129, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging.

Event description:
On (B)(6) 2020, clinical representative was told that the patient had an infection at the pocket site of the stimulator.